Event description:
The customer reported that the t:slim x2 pump battery would not charge and there was a power source alert. However, the issue resolved itself before contacting support, as the pump started to charge without needing to change the charging supplies, using the tandem wall adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level, and no further assistance was required.